Manufacturer narrative:
The field service engineer checked the probes and gripper adjustments; all seemed ok. There was no dripping of the probes after priming. Performance testing was run and passed. Calibration and controls ran successfully.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 90.64 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory and questioned. The sample was repeated, resulting in a value of 6.40 pg/ml. An amended report was issued. The troponin t reagent lot number was 512050. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Performance testing was within specifications.